Event description:
On 06/22/1998, the facility's surgery coordinator informed the MFR's sales rep of the following: the catheter was inserted in march 1998 and removed in may 1998 (exact dates unavailable). The pt had congestive failure and upon radiology reviewing of the pt's chest, a 2.5cm x 3cm "foreign body" was found in the right atrium. The catheter fragment has not been removed because the pt has no insurance. It was also stated that the portion removed was not available to be returned to the MFR. For analysis. No further details were provided at this time.